Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The failure to adhere or bond and single leaflet device attachment (slda) leading to incomplete coaptation may be influenced by anatomical morphology/pathology, associated comorbidities, and disease state, such as tethering of the leaflets, chordae interaction, or leaflets that are restricted and prolapsed. In this case, the information provided stated that there was evidence of a chordal rupture and leaflet flail at the p2 segment. Initially, the physician experienced difficulty grasping due to the patient's anatomy, however the clip was implanted successfully. It was further reported that on the following day, per echocardiogram, a slda was noted. In this incident, it is likely that chordal rupture and leaflet flail at the p2 segment led to failure to adhere or bond and slda. This information suggests that the patient morphology/pathology contributed to the reported difficulties. It should be noted that the patient effects of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the increased mr was likely a result of the slda, as the clip was no longer attached to both leaflets. All available information was investigated and the reported failure to adhere or bond and slda leading to incomplete coaptation appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4).

Manufacturer narrative:
(B)(4). The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitral valve also contained a leaflet flail and chordal rupture at the p2 segment. Mitraclip delivery system (cds 50309u132) advanced to the left atrium without reported issue. Initially, the physician experienced difficulty grasping due to the patients anatomy (chordal rupture and leaflet flail). This clip was successfully implanted, reducing the mr to 1+. The following day, another echocardiogram was performed. Per echocardiogram, a single leaflet device attachment (slda) was noted and the mr had increased to 4. There were no reported clinical symptoms. On (B)(6) 2015, another mitraclip was successfully implanted, reducing the mr to 2. There was no adverse patient sequela. There was no additional information provided.